Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to noise, high capture threshold, increased pace impedance measurements within normal limits, and anti-tachycardia pacing (atp) when not required. A new device different model was successfully implanted. No additional adverse patient effects were reported. Return of the device is not expected. If the product is returned, analysis will be completed and this report will be updated with pertinent information upon completion of analysis is completed.